Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blood glucose value of 400 mg/dl. The customer alleged that the pump malfunctioned and sustained high blood glucose. The customer also experienced ketoacidosis due to hyperglycemia in late january and was hospitalized for treatment. The customer was treated with an insulin pump for hyperglycemia and experienced an injection was blocked during hospitalization. The event involved product(s) mmt-1886. The customer also experienced sensor glucose and blood glucose discrepancy. The sensor glucose vs blood glucose difference was not within range. The customer was advised to wait at least an hour and if blood glucose is stable to calibrate. The customer reported that the injection was blocked past event. No further patient complications were reported. No product return is required for mmt-1886.